Event description:
Device malfunction during use. Device broke requiring manual extraction from umbilical cord.

Event description:
Device malfunction during use. Device broke requiring manual extraction from umbilical cord.

Event description:
Device malfunction during use. Device broke requiring manual extraction from umbilical cord.